Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that while connected to a patient the ventilator went into a constant beeping alarm and stopped ventilation. The ventilator was replaced. No injury to user or patient.

Manufacturer narrative:
For the investigation the logbook and the returned material were analyzed. The reported reboot could be confirmed. According to the log entries the ventilation unit performed a warm start on the reported time of event and continued to ventilate the patient with the previous settings afterwards. As root cause a temporary malfunction of the pcb therapy control unit was identified. The communication between the cockpit and ventilation unit was interrupted in the meantime which was alarmed by the device accordingly. In the event of a reboot the ventilation stops for at maximum 8 seconds and the safety valve opens against ambient to allow for spontaneous breathing. After the reboot the therapy continued with the set parameters, the device alarmed accordingly. The device reacted according to its specification. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.